Manufacturer narrative:
E1 initial reporter phone number- (B)(6). Date of event is estimated.

Event description:
It was reported that patient experienced ineffective therapy, patients lead had high impedance. As a result, surgical intervention was undertaken on (B)(6) 2024 wherein lead was explanted and replaced to address the issue. Therapy was restored.

Manufacturer narrative:
Correction b3 - date of event should be 09dec2024 rather than 16dec2024. The reported event of high impedance was confirmed. As received, the continuity testing of returned lead showed some channels electrical open was found on the returned lead.